Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s one of the leads had migrated. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.